Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a documented low of 50 mg/dl while using the ilet and, being new to the device, chose to shut it down for the night after confirming via synced logs that recent delivery had been limited to basal and suspended during downward glucose trends; the agent provided troubleshooting and education, including guidance on device shutdown and restart, and advised consultation with the clinician. Symptoms included none reported. Outcomes included successful self-treatment with oral glucose and juice, no need for medical intervention, and assistance from a family member provided out of kindness. Investigation included review of uploaded device report logs and user counseling. Investigation of this case revealed no device malfunction, with automated insulin modulation and suspension functioning as designed during hypoglycemia, and the event¿s cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.